Manufacturer narrative:
Retainer ring = clear. Device was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download using crest was successful; however, attempt to upload using thus unsuccessful. The trace downloader program was unable to boot up, and the unit booted up to a blue screen instead. The force sensor zero offset measured out of specification = -43.6 mv. After plugging a known good electrical board 2 into the original electrical board 1 and then into a known good case, the unit booted up normally. After plugging the original pcba2 into a known good electrical board 1 and then into a known good case, the unit booted up to a critical pump error (open book image) alarm. After visual inspection, there is corrosion in/around the following: pcba1--j7, j6, bunch of components located at the top back side, j1, terminal of the keypad flex cable, u2 and components around it, terminal of the force sensor flex cable; electrical board 2--j1, terminal of the lcd flex cable, components located at the top front side. In summary, the critical pump error (open book image) alarm and the inability to upload are due to electrical board 2 and the moisture damage on electrical board 1 and the force sensor flex cable. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case near the corner of belt clip rails, faded serial number label, cracked keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a open book image. Customer stated that insulin pump started alarming and noticed crack on back side. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.